Manufacturer narrative:
The reported events of high pacing impedance and r-wave amplitude were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During implant procedure, increased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. The rv lead was replaced to complete the procedure. The patient was stable.